Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she had low blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer stated her blood glucose drops real fast. The customer was treated with full syrup and glucose. The customer stated blood blucose came up and was good.